Event description:
It was noted cardiac perforation, pericardial effusion (pe), and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging. After left femoral vein access, transseptal puncture (tsp) was performed. The activated clotting time (act) was 279 seconds, and the left atrial (la) pressure was about 13 mmhg. A double curve watchman fxd curve access system (was) was advanced followed by a pigtail catheter to access the laa. After fluoroscopy of the laa was performed, a 24mm watchman delivery system and closure device (wds) was advanced, deployed, and implanted after meeting release criteria. The was was removed. Tee showed an increase in pericardial fluid in the posterior wall of the right atrium (ra) when the was was removed. Blood pressure (bp) was in the 80-mmhg range at admission but dropped to the 50-mmhg range. An increase in pericardial fluid was also observed in the inferior wall of the left ventricle and around the left atrial appendage (laa). A pericardiocentesis was performed. Protamine was administered. Bp management was conducted. A significant amount of blood was aspirated through the pericardiocentesis, and bp settled to the 90-mmhg range. Tee and transthoracic findings showed improvement in the pe. As no increase in pe was observed, the tee was removed, and the patient was observed in the procedure room. Bp then dropped to the 40s. Blood could not be aspirated from the pericardium, resulting in cardiac tamponade. The patient was converted to open heart surgery. The bleeding site in the laa was identified and only the bleeding site was ligated. The closure device and laa were not removed or resected. Surgical treatment was successful, and the patient was sent to the coronary care unit (ccu) and remains hospitalized. In the physician's opinion, the timing of the injury to the laa is most likely when the pigtail catheter and was were being manipulated. When the pigtail was placed in the anterior direction and the was advanced to the ostium of the laa, the ring of the pigtail was stretched and the shaft advanced inside the laa. This is where the injury may have occurred. The cause may have been the resistance felt in the septum, the fact that torque was applied while pushing forward, and the pigtail got caught on the laa pectinate. Also, because the patient was (B)(6) years old, the tissue may have been more fragile than usual.

Event description:
It was noted cardiac perforation, pericardial effusion (pe), and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging. After left femoral vein access, transseptal puncture (tsp) was performed. The activated clotting time (act) was 279 seconds, and the left atrial (la) pressure was about 13 mmhg. A double curve watchman fxd curve access system (was) was advanced followed by a pigtail catheter to access the laa. After fluoroscopy of the laa was performed, a 24mm watchman delivery system and closure device (wds) was advanced, deployed, and implanted after meeting release criteria. The was removed. Tee showed an increase in pericardial fluid in the posterior wall of the right atrium (ra) when the was removed. Blood pressure (bp) was in the 80-mmhg range at admission but dropped to the 50-mmhg range. An increase in pericardial fluid was also observed in the inferior wall of the left ventricle and around the left atrial appendage (laa). A pericardiocentesis was performed. Protamine was administered. Bp management was conducted. A significant amount of blood was aspirated through the pericardiocentesis, and bp settled to the 90-mmhg range. Tee and transthoracic findings showed improvement in the pe. As no increase in pe was observed, the tee was removed, and the patient was observed in the procedure room. Bp then dropped to the 40s. Blood could not be aspirated from the pericardium, resulting in cardiac tamponade. The patient was converted to open heart surgery. The bleeding site in the laa was identified and only the bleeding site was ligated. The closure device and laa were not removed or resected. Surgical treatment was successful, and the patient was sent to the coronary care unit (ccu) and remains hospitalized. In the physician's opinion, the timing of the injury to the laa is most likely when the pigtail catheter and was were being manipulated. When the pigtail was placed in the anterior direction and the was advanced to the ostium of the laa, the ring of the pigtail was stretched and the shaft advanced inside the laa. This is where the injury may have occurred. The cause may have been the resistance felt in the septum, the fact that torque was applied while pushing forward, and the pigtail got caught on the laa pectinate. Also, because the patient was 95 years old, the tissue may have been more fragile than usual. It was further reported that it was confirmed a pre-existing pe was not noted prior to the index procedure. The patient remains hospitalized for rehabilitation but is expected to fully recover.